Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, when the introducer was inserted into the artery and an ablation catheter was inserted into the introducer, a blood leak was noted from the insertion site and the leakage did not stop on its own. The introducer was replaced, the issue was resolved, and the procedure was completed with no adverse consequences to the patient.